Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g battery acid, was not observed inside the battery compartment. Internally no burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report her purely yours breast pump makes a rattling noise during pumping. During the conversation, she reported about 4 months ago, she was using batteries to power on her breast pump and while pumping, she heard a bubbling sound inside the pump base and stopped pumping. She found bubbling dark brown fluid inside the battery compartment and covering the batteries. She discarded the batteries and wiped out the fluid from the battery compartment. Customer reports only using the ac and car adapter with this pump from that time forward. Customer states she did not come in contact with the fluid so she did not get burned or injured.